Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support" was displaying on screen. The receiver log and functional test could not be performed due to the error message. The reported event of a hardware error was not confirmed. A root cause could not be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).